Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was attempted to be implanted in a patient for the endovascular treatment of a 72 mm diameter abdominal aortic aneurysm. The aortic neck was 31 mm in diameter proximally with a length of 20 mm and 40 degree angulation. The vessels had severe tortuosity and calcification. It was reported that after deploying the contralateral limb the physician attempted to recapture the graft cover in the usual fashion by depressing the thumb trigger on the blue slider and retracting the gray front grip back to the blue slider. However, the physician was unable to do so. Despite several attempts, it would not budge. The physician was unable to retract the gray front grip. Therefore, the delivery system was removed without reconnecting the tapered tip to the graft cover. The physician stated the cause of the event is unknown. There was no injury to the patient and the rest of the procedure went without incident. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation summary: the event could not be confirmed as the removal difficulty occurred in-vivo and could not be replicated during analysis. A possible contributing factor may have been the patient¿s severely tortuous and calcified anatomy. Film evaluation results are: review of pre-implant CT¿s revealed that the patient had a 6.9cm max diameter aaa which contained thrombus (2 ¿ 3cm flow lumen diameter). The proximal neck flow lumen diameter just below the renals was 29mm, and the neck was calcified. The infrarenal neck was angulated 35 deg r-l and 45 deg a-p. The right iliac artery was tortuous and moderately calcified, and ranged in diameter from 14 ¿ 13 ¿ 12mm. The left common iliac was severely tortuous and calcified; there was a 180deg bend at mid-length. The left common iliac artery diameter ranged from 12 ¿ 7 ¿ 11mm. The exact cause of the inability to recapture the graft cover during implant could not be determined from the films provided. Images during implant and post-implant were not available for review. It is possible that the patient¿s severely tortuous and calcified iliac arteries (especially on the left side) may have contributed to this event by not allowing the graft cover to re-combine in the patient. Implanting within the tortuous anatomy may have led to the graft cover kink seen on the returned device which also may have contributed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.